Event description:
A distributor reported on behalf of a customer that the pro7000de, hall oralmax elite high speed drill device was in use during pre-operative testing on an unknown date, and ¿this handpiece is found to have weird noise and over-heated of the motor while it is being used.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the pro7000de, hall oralmax elite high speed drill device was in use during pre-operative testing on an unknown date, and ¿this handpiece is found to have weird noise and over-heated of the motor while it is being used.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device was overdue for preventative maintenance. Additionally, the device failed its heat test, rotor and collet bearings are worn and cast stator sleeve is peeling off. Per the customer the device was to be sent back unrepaired. The root cause cannot be determined, however, based upon evaluation, the IFU and the risk document the likely cause of this event was lack of preventative maintenance on the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised that the oralmax elite high speed drills (pro7000de) shall be returned every 6 months for servicing. Failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor per regulatory requirements to help ensure patient safety.